Event description:
It was reported that the patient could not tolerate the system diagnostics that run above 1 ma while the patient is programmed at 0.5 ma. During system diagnostics the patient was not able to breathe. Attempts to contact the physician for additional information have been unsuccessful to date. There was a concern that there might be a problem with the lead however system diagnostics taken in (B)(6) 2013 show that the lead impedance is ok. Review of the DHR for the 302-30, sn (B)(4) showed no unresolved non conformances.